Event description:
Patient was in the or one month ago at another facility and a foley catheter was placed during the surgery. Two days ago, the patient was transferred to a rehab facility. The doctor put in an order to remove the foley the day after admission. The nurse was unable to remove the foley. A urology consult was ordered and the doctor came in the evening to remove the foley. The end of the catheter was hard and calcified. The doctor wants this issue looked into as to why this happened, what vendor it came from and if this has happened to other patients. We have saved the bardex ic foley made by bard.